Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event while performing peritoneal dialysis therapy on the homechoice (hc) device. The patient was in dwell four of five at the time of the event. The patient stated that they were feeling pain. The technical service representative (tsr) instructed the caregiver (cg) to do a manual drain. The hc device drained 3041ml and went to stopped dwell. The tsr reviewed the therapy log with the caregiver, it was determined that the prescribed fill volume was 1900ml and the last fill volume equaled 0ml. The tsr assisted the caregiver with continuing therapy and discussed the use of continuous ambulatory peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.